Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the left ventricular (lv) channel. Due to this loss of capture, the index on heartlogic had increased. The device was reprogrammed to provide crt pacing, the heartlogic index returned to normal and concurrent clinical improvement was noted. No adverse patient effects were reported. This device remains in service.